Manufacturer narrative:
(B)(4) for the reported event of wire loop failed to retract. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-02380 addresses the first sensation snare, manufacturer report # 3005099803-2013-02381 addresses the second sensation snare, while manufacturer report # 3005099803-2013-02382 addresses the third sensation snare. It was reported to boston scientific corporation on (B)(4) 2013 that three sensation medium oval snares were used during a procedure. According to the complainant, during the procedure, when the user attempted to remove a polyp with the first sensation snare, the snare loop would not fully retract around the polyp. When the user tried to open the snare back up, it was noted that the loop would not extend, so the device could not be removed from the patient. The tech then cut off a piece of the sheath near the handle, which allowed the snare to fully close around the polyp and allowed the device to be removed from the patient. It was reported that this happened with another two sensation snares. The procedure was completed using the three sensation snares. It was reported that this issue happened with the same polyp and that the polyp was very large and thick. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.